Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report medical intervention on or before (B)(6) 2015. Patient reported being admitted to the hospital for dehydration. Patient stated hospital admission for dehydration was unrelated to dexcom system. No additional event or patient information is available.